Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as a blister on back from scratching. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist advised to use neosporin for the blister. The outcome of the irritation is unknown as follow up attempts were unsuccessful.